Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a fetch 2 aspiration device. The device returned in two pieces. Visual inspection of the device revealed the device was broken mid-shaft. Visual and tactile analysis noted one break on the catheter mid-shaft approximately 23 cm from the strain relief. The outside diameter of the mid-shaft was inspected using a laser micrometer and was found to be in specification. Inside diameter of the mid-shaft was inspected using a .045 gauge pin and the result was that the mid-shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a shaft fracture occurred during unpacking. During the removal of the fetch2 catheter from the hoop, the technician felt the catheter catch on something and release. It was pulled out using much force; however it was noted that the catheter fractured and unraveled approximately 20cm from the hub. The procedure was completed with a different device. No patient complications were reported. The device never went inside the patient's body.